Event description:
Product was used following a diagnostic catheterization procedure. During the product procedure, the wire supplied with the kit kinked and unraveled. The product was aborted and hemostasis was achieved with manual compression. There was no pt injury. The product has been returned and will be evaluated following sterilization.